Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Three (3) 6fr angio-seal devices were returned for product evaluation. All three devices were unused and unopened. All three devices were unpackaged and visually inspected, and no issues were identified. Functional testing was performed by testing the performance of the anchor and collagen. The components were deployed in a piece of tubing filled with fluid which was pressurized. The ability of the anchor and collagen to maintain closure and prevent fluid from leaking was tested with the assembly. All three samples were deployed and successfully passed testing. The complaint was confirmed for a potential retroperitoneal hematoma. The exact root cause cannot be determined. The likely cause was determined to have been a high stick resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the neuroradiology department told me that a stroke procedure was performed in the emergency department without echo-guided puncture with ultrasound. The puncture was made in the common femoral artery using the standard technique, due to their extensive experience with the angio-seal 8fr. Subsequently, a retroperitoneal hematoma of some size developed after 24 hours. The patient experienced minor harm. Additional information was received on(B)(6) 2024: the retroperitoneal hematoma caused significant damage. Consequently, surgery on the femoral was necessary, involving immobilization, blood transfusion, and more. The doctor does not consider these events to be indicative of a malfunction in any part of the angio-seal.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6b: explanted date: device was not explanted e3: occupation: head of neuroradiology department the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.